Event description:
Device malfunction: difficulty removing device, partial retraction of vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in use of the starclose device, achieved common femoral arteriotomy closure after an interventional procedure. The clip was deployed without incident; however, aggressive force was required to remove the device. After removal, the vessel locator wings were observed as being partially open. Hemostasis was achieved with the clip. There was no patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; a device history record review could not be performed.